Event description:
It was reported that the left ventricular (lv) lead was explanted and replaced due to the patient experiencing diaphragmatic stimulation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. Concomitant products: 694758, lead, implanted (B)(6) 2010; 407645, lead, implanted (B)(6) 2010. (B)(4).